Event description:
It was reported that patient had experienced infection at the device pocket and the entire system was explanted. The device system was discarded. Patient status at the time was noted as alive with no injury. It was later reported that the catheter was explanted as well due to both sites had purulent fluid and patient had signs of meningitis. Additional follow-up indicated that the patient was admitted for fevers, headache, and malaise. The entire unit removal was recommended by infectious disease due to suspected infection with signs of meningitis. The cultures from the time of surgery showed (B)(6) in the csf (cerebrospinal fluid). There was also fluid from the pocket that demonstrated staph as well. Patient¿s healthcare provider suspected the patient's immunosuppression and poor hygiene were the likely cause of the infection as he did have a small opening in the back incision that was described cellulitis by his physical therapist. Drug in the pump was morphine 16mg per day.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. (B)(4).